Manufacturer narrative:
Customer indicated that patient sample was ran on 3 different serial numbers: (B)(4), (B)(4) and (B)(4). Customer provided a spreadsheet of hcg results. It was unclear from the spreadsheet whether this was the same patient or multiple patients' results. Based on the results from serum testing, patient urine a contained 824,496.00 miu/ml of hcg, patient urine b contained 827,873miu/ml, and patient urine c contained 1,344,828miu/ml. Moreover testing with customer returned cassette lots #040038/041371 with pooled non pregnant male urine gave an expected negative result which indicates customer returned cassettes performed as expected with normal clear non pregnant male urine samples. As per clinitest hcg pregnancy test IFU, "high-dose hook effect - high-dose hook effects are not seen with this product until the urine hcg level exceeds 600,000 miu/ml, a level two to three times higher than the highest level seen for pregnant individuals."

Event description:
Customer reported false negative human chorionic gonadotropin (hcg) result on the instrument. Customer also reported that patient was 7 week pregnant. There was no report of injury due to this event.